Event description:
2008 - rep, stated that the head section of this bed was damaged. 2008- sum - the head section extrusion pivot was broken, keeping the head section from going down. No one new how this happened. Second rep, stated that there was no injury from this issue. Rep replaced the extrusion pivot to repair this bed.